Event description:
It was reported when using the bd preset¿ syringe with attached needle there was needle separation and blood leakage from the specimen receptacle (syringe). The following information was provided by the initial reporter and translated to english. The customer stated: "when arterial blood was taken from the patient, the needle and stem fell off, and the blood flowed out." There was no exposure or medical interventions reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to needle separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode needle separation. Bd was not able to identify a root cause for the indicated failure mode.